Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is a follow-up submission due to device evaluation. The failure mode could not be determined but the broken needle point condition is consistent with passing the needle through challenging tissue (thick or calcified) or hitting bone. The buckled needle strip condition is typically caused by the device skiving under thick tissue or distorting distally under the jaw. The distal end of the nitnol point demonstrated minimal scrape marks, indicating the device was not fired excessively. The mating part (instrument) was not returned or identified. Confirmed the needle strip thickness and width dimensions to be within specification. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. Device history record review revealed nothing relevant to this event. This is the first complaint of this type for this part/ lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a right shoulder arthroscopy distal clavicle repair the multifire scorpion needle broke in the patient's joint. The rotator cuff was reported to be very shredded and required multiple passes with the scorpion needle. Approximately 1mm of the scorpion needle tip was left in the patient. It is unknown if the patient will require a second surgery to retrieve the fragment. Patient was a (B)(6) year old female weighing (B)(6) pounds. Dob: (B)(6).

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. Device history record review revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a right shoulder arthroscopy distal clavicle repair the multifire scorpion needle broke in the patient's joint. The rotator cuff was reported to be very shredded and required multiple passes with the scorpion needle. Approximately 1 mm of the scorpion needle tip was left in the patient. It is unknown if the patient will require a second surgery to retrieve the fragment. Patient was a (B)(6) female (B)(6).